Event description:
Dental implant was explanted due to a loss of osteointegration. The dr reported the reason for implant loss was due to too much function caused by "inadequate (mobile) connection." Bone loss, a fibrous ingrowth and a heavy bite were also reported.